Event description:
It was reported the patient's system was unable to be placed into MRI mode due to one lead with high impedances. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096463.

Manufacturer narrative:
The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.